Event description:
Pt called vistakon & reports they had an eye infection in each eye about a week apart wearing acuvue 2 lenses. Pt experienced irritation in right eye before bedtime, in 2002. Pt went to bed with lenses. In the morning, eyes were irritated, red. Pt continued to wear lenses until about 11:00 to 12:00 o'clock. Pt removed lenses and eyes felt better. That evening, their right eye became painful, red and light sensitive. The pt's spouse took them to an emergency room where pt was seen by an ophthalmologist. Pt was told they had a scratch on their eye. Pt said they used drops & discontinued contact lens wear for about two weeks, had no further problems with their right eye. Pt was referred to ophthalmology clinic. Md noted rigt eye had moderate edema, 2+injection 2+cell. Assessment, contact lens over wear. Pt was seen in 7/2002. Pt had small scar at site of previous epithelial defect. Visual acuity was 20/30+2. No additional info is available at this time.